Event description:
It was reported that during a procedure the multigen radiofrequency generator was giving a constant high impedance error. As a result, only 2 lesions were completed and the procedure had to be rescheduled. It was reported that "the doctor thought because of the multiple back surgeries the patient had and all the hardware in her back already is what caused the high impedance error." No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the multigen radiofrequency generator was giving a constant high impedance error. As a result, only 2 lesions were completed and the procedure had to be rescheduled. It was reported that "the doctor thought because of the multiple back surgeries the patient had and all the hardware in her back already is what caused the high impedance error." No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The contract manufacturer was not able to confirm the reported event. No problem with the device was found. Routine maintenance was performed on the device and it was returned to the user facility.